Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and no blank display, unexpected shut down or display anomalies were noted. All operating currents were within specification and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip. No damage was noted inside of the insulin pump.

Event description:
Customer's mother reported her son's insulin pump shuts off by itself. This has happened about six or eight times since (B)(6). The device alarmed battery out limit after a battery change. There is a hairline crack on the battery compartment. The batteries were not out of the device longer than allowed. Customer's last blood glucose was 315 mg/dl, due to mother not dosing correctly. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.